Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contaminated plates occurs. The following information was provided by the initial reporter: "it was reported by the customer that they had contaminated and malformed plates. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details ".

Manufacturer narrative:
H.6 investigation summary. Complaint investigation. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2206407 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint was taken on batch 2206407 for contamination. No retention samples from batch 2206407 were available for inspection. Five photos were received for investigation. One photo shows the agar surface of an opened plate with growth on the media. One photo shows an unopened sleeve with microbial growth visible in the top plate. One photo shows the agar surface of an opened plate warping of the lid and edge of the dish bottom visible with hemolysis of the media near the warped area. Two photos each show the side of an opened sleeve from batch 2206407 (time stamp 2159) with four plates that have warped dish lids and hemolysis of the media. No return samples were received for investigation. From the photos, the plates affected with warping and hemolysis of the media had fully formed agar beds to indicate the warping of the dishes occurred after packaging. Hemolysis and warping of the dishes can both be caused by applied heat. Review of the manufacturing process did not find a possibility of applied heat to packages sleeves. This complaint can be confirmed for warped plates and contamination by the photos provided. No complaint trends for warped plates have been identified. Bd has identified a contamination trend for this product. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for plate defects and contamination. Risk management file review assessed the potential risk for the defect as severity s1 per baltrmppmgenpuraph, rev 02, ID 6.13 for contamination and ID 6.6. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contaminated plates occurs. The following information was provided by the initial reporter: "it was reported by the customer that they had contaminated and malformed plates. Hazard, injury or erroneous results? No hazard, injury or erroneous results details "